Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed by review of the submitted log file. The event log file from (B)(6) contained approximately 4 days of information (B)(6) 2024 per timestamp). At 14:07:44 on (B)(6) 2024, a backup battery fault alarm activated due to the backup battery not passing the load test. At the time of the alarm¿s activation, the unloaded voltage of the battery was measured to be below the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained a speed within the expected range throughout the data. Available information indicated that the 11v backup battery was exchanged in response to the alarm. Additional information provided stated that the alarm did not clear with a self-test. They verified that the battery had over two years before expiration. To date, no products related to this event have returned to abbott. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to the load test not passing. The system controller associated with this event was manufactured prior to the implementation of the CAPA. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient arrived at clinic after emergency backup battery (ebb) fault alarm on primary system controller. Alarm did not clear with self-test. Verified primary controller software version and that battery had over two years of warranty life left. The ebb was replaced. The log files captured backup battery faults starting (B)(6) 2024 at 14:07 and continued for the remainder of the log. It appeared that the ebb failed the load test resulting in these faults. Replacing the ebb had resolved the events. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.